Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy and difficulty putting the system into MRI mode, after experiencing a fall. Diagnostics revealed a high impedance on the right lead and low impedances on the left lead. Imaging taken in the operating room revealed the leads had migrated. As a result, the right lead was explanted and replaced, while the left lead was repositioned to address the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.